Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis confirmed the reported failure. The instrument logs showed the instrument was installed one time and passed homing but never performed any clamps or fires. The logs also showed an error 23003 which is a joint position error limit on the universal surgical manipulator (usm) on axis 6 shortly after the instrument was installed. This error is a recoverable fault and the logs showed that the fault was recovered 20 seconds after occurrence. It is possible that the user tried using the stapler release kit (srk) based on the disabling of the clamp after the error 23003 occurred. Visual inspection showed the corners of the hex tool were aligned with the flats on the input shaft suggesting either tool slippage in the input socket, potentially caused by continuing to turn the tool after the hardstop had been reached. There was also a clockwise twist in the hex tool just below the fracture of the surface. Hole 1 instructs user to turn the tool clockwise, so the customer turned the tool in the correct direction before the breakage occurred. Device history record (DHR) review-device history record (DHR) review for the device involved with the reported event has been completed. No non-conformances were identified to be related to this complaint. The customer reported complaint does not itself constitute an MDR reportable event; however, the broken piece of the srk found inside the instrument housing could result in the instrument grips not opening due to the breakage. Although this did not cause an adverse event, if this malfunction were to reoccur this could necessitate medical intervention if the instrument grips were closed on patient tissue.

Event description:
It was reported that during a da vinci-assisted colon resection procedure, the jaws of the endowrist stapler 45 instrument was not able to open. The instrument could not be removed and the yellow fault buttons appeared on the arms. The key had to be used in order to remove the instrument and therefore the instrument was not used. There was no report of patient harm, adverse outcome or injury.